Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level as high as 523 mg/dl with moderate ketones. The high bg was addressed by drinking a bottle of water and delivering manual injection. Reportedly, there were air bubbles in the cartridge. The customer changed the tubing and primed the air bubbles out until drops were seen out of the end of the tubing.